Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported back pain at the incision site, cannot get comfortable sleeping at night, having to sleep in awkward positions and on her stomach.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) via a trial patient reported that the patient was in an auto accident and complained of pain and increased bowel movements. It was stated that the pain is radiating from their front right leg down to their foot. The patient was referred to their healthcare provider (hcp). Indication for implant is unknown.